Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. E1: initial reporter's phone number; (B)(6). Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was verified. The root cause is due to the worn-out clutch housing.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not properly detecting the syringe size. There was no reported patient involvement.